Event description:
It was reported an issue with monosyn suture. The client reported that in three units the needle was detached from the thread when open the package. No further information has been received.

Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch for the same issue, one closed as confirmed after the analysis. We manufactured and distributed in the market 4,536 units of this code batch. There are no units in b. Braun surgical's warehouse. We have not received any sample nor picture for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous confirmed complaint of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling usp/ep and bbs requirement. Considering that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.